Manufacturer narrative:
The returned contour control was tested with the returned contour next strips. The readings were an average of 184mg/dl high out of spec. The readings were not marked as control tests. The returned strips were then tested with the correct in-house contour next control, and gave satisfactory performance.

Event description:
The customer initially called because control results were high out of range using the contour control with contour next ez. No adverse event was alleged. The complaint did not meet the criteria to be reported at the time of the call, but the control and test strips were returned for evaluation. Replacement control solution and strips were sent to the customer.